Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The system kept shutting down. After several calls to clinicals the system was not used.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403r, ubd: unknown, UDI: unknown product ID: 9735787, ubd: unknown, UDI: unknown product ID: 9735788, ubd: unknown, UDI: unknown product ID: 9735818, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that prior to replacing the solid state drive (ssd), the error 64 was only happening in the cranial software in the local representative (cs)'s testing. It did not occur in spine. Cs then replaced the ssd and loaded 2.1 from discs and only loaded the crani software from the disc. The cs then reported that when he launched a crani procedure, he would get an error 64 and the application automatically took him back to the log in screen. The cs reported that the date/time were set up correctly, as well as the cart configuration set-up. Technical services (ts) had cs run self-test and everything displayed as expected except endpoint was not connected and no wireless media access control (mac) address. Ts had cs reseat the cables to the endpoint to the router with same outcome. The cs reattempted launching crani software and error 64 displayed again. Additional information was received. It was reported that error 64 immediately displayed after replacing the solid state drive (ssd). A known working ssd from another system was tried, but the issue persisted. Then, the ssd from the "error" system was placed into another computer, and the issue resolved. A shipment for a new computer was generated.

Manufacturer narrative:
A0902: screen went black a1102: error 64. A110301: sluggish d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, ubd: unknown, UDI#: unknown. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a cadaver lab, the local representative (rep) attempted to verify instruments when the system screen unexpectedly went black. After rebooting the system, it encountered an error 64 during use. Following this error, the software became noticeably sluggish, eventually stalling on the image acquisition page. There was no patient involvement.

Manufacturer narrative:
H2, d10: product ID: 9735836, ubd: unknown, UDI#: unknown. H2, d10: product ID: 9735836, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior since the logs were not available. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.